Manufacturer narrative:
Wheel assembly.

Event description:
It was reported by svc report that the caster is worn. There are pits and flat spots on the wheel assembly. No pt involvement or adverse consequences are reported.